Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. No parts have been received by manufacturer for analysis. Part not received by manufacturer.

Event description:
A medtronic representative reported a site navigation system articulating arm that would not tighten properly. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.